Event description:
A malfunction was reported with the customer's pump after it got wet. There was no adverse impact to the customer's blood glucose level. Technical support organized the shipment of a replacement pump with updated software, provided instructions for putting the current pump into storage mode, and arranged for its return. The customer was informed about backup therapy options and the necessary steps upon receiving the new pump, acknowledging all provided information and instructions.